Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 to january 16, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating particle of unknown origin, smaller than 0.5 square mm, floating in the solution of a large volume infusor. The particle was in the fluid path. This occurred before use after the device was compounded with fluorouracil. No patient was involved. No additional information is available.